Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the fill valve and fill cable of the dry acid mixer. The biomed stated that a burning smell was coming from the dry acid mixer during dissolution mode. Upon troubleshooting the machine issue, evidence of melting was found at the connection between the fill valve and fill cable. The biomed stated that a small amount of smoke was also observed. The smoke did not trigger a smoke detector within the facility or require use of a fire extinguisher. There was no observed spark, flame, arcing, or any other visible heat or electrical damage related to the burnt fill valve and fill cable. At the time of follow-up the biomed stated that the fill valve was replaced but the machine remained out of service pending the arrival and installation of the replacement fill cable. There was no damage observed on any other components, or any other additional issues, associated with the burned fill valve and fill cable. The biomed confirmed there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the complaint samples are available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the fill valve and fill cable of the dry acid mixer. The biomed stated that a burning smell was coming from the dry acid mixer during dissolution mode. Upon troubleshooting the machine issue, evidence of melting was found at the connection between the fill valve and fill cable. The biomed stated that a small amount of smoke was also observed. The smoke did not trigger a smoke detector within the facility or require use of a fire extinguisher. There was no observed spark, flame, arcing, or any other visible heat or electrical damage related to the burnt fill valve and fill cable. At the time of follow-up the biomed stated that the fill valve was replaced but the machine remained out of service pending the arrival and installation of the replacement fill cable. There was no damage observed on any other components, or any other additional issues, associated with the burned fill valve and fill cable. The biomed confirmed there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the complaint samples are available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the fill valve was returned to the manufacturer for physical evaluation. An exterior inspection revealed thermal damage to the valve coil and cracks in the casing. The damaged valve emitted a burn smell. The resistance measured across the hot and neutral terminals was found to be shorted. The reported issue was confirmed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria.

Manufacturer narrative:
The date received was incorrectly reported in follow up #1 as 12/15/2023. The correct date received for this report is 12/14/2023.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the fill valve and fill cable of the dry acid mixer. The biomed stated that a burning smell was coming from the dry acid mixer during dissolution mode. Upon troubleshooting the machine issue, evidence of melting was found at the connection between the fill valve and fill cable. The biomed stated that a small amount of smoke was also observed. The smoke did not trigger a smoke detector within the facility or require use of a fire extinguisher. There was no observed spark, flame, arcing, or any other visible heat or electrical damage related to the burnt fill valve and fill cable. At the time of follow-up the biomed stated that the fill valve was replaced but the machine remained out of service pending the arrival and installation of the replacement fill cable. There was no damage observed on any other components, or any other additional issues, associated with the burned fill valve and fill cable. The biomed confirmed there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the complaint samples are available for return to the manufacturer for physical evaluation.